Event description:
It was reported that the glass/dial cover was observed to be missing from the foot control device. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was avaiable.  No injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the glass cover was broken and the gauge was broken. Therefore, the reported condition was confirmed. Evidence suggests this was due to mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).